Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) section of unit crushed, the chassis and electronic boards were damaged. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before patient use the cs300 intra-aortic balloon pump (iabp) section of unit crushed, chassis and electronic boards damaged. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp for the reported malfunction. The fse disassembled the unit and removed all damaged parts. The fse replaced the top cover (0380-00-0497), fiber-optic assembly (0997-00-1161), and the fiber-optic connector panel (0997-00-0527). The fse reassembled the device and performed function tests. The fse reset the device and observed an error alarm showing ap optical module failure. The fse replaced the iab datasette (0670-00-1187) and the dss datasette (0670-00-1186). The unit was tested and was found to be working okay. The electrical safety test was passed by hospital biomed. The iabp was returned to the customer and cleared for clinical use.